Event description:
It was reported that customer experienced occlusion alarms identified as alarm 2 followed by alarm 26 earlier in day. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide blood glucose information. Customer resolved issue by changing infusion set and cartridge, then resumed insulin delivery, and reported no frequent or recurring occlusion problems, so technical support determined no further assistance was needed and closed case.